Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue of the loose ins, poor coupling, and difficulty placing the antenna was not resolved; the patient spoke with their hcp who suggested surgery to move the device again, and it was reported that there was nothing that can be done without another surgery to resolve the issue. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor coupling with recharging. The patient stated he could not reach the ins site, so he had to put the belt on his front and shimmy it around to his back, but the belt was broken. The patient stated it would take 20 minutes to get a connection because it was hard to find and his shoulders were shot because of this. The patient stated he gets at most 4/8 coupling even after finding the ins and trying to push the antenna by laying on it. The patient stated the ins was in a bad spot and twisted in the pocket. The patient stated the ins shifts in the pocket before it settles. The patient had an appointment with his healthcare provider (hcp) to discuss potentially getting an upgraded device. The patient was sent a new antenna to rule out coupling issues, and a belt to replace the broken one. The patient did not want to try adhesive discs since he could not reach the ins. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and complex regional pain syndrome type 1.